Event description:
It was reported that the lead was explanted after 10.4 months for a "broken electrode," directly on the anchoring sleeve, high impedance (greater than 3000 ohms), and inappropriate shocks. The lead was replaced, and the patient status is ok.